Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and clarification regarding the reported event (refer to b5). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation determined the cause of the blurry image was abnormality of zoom mechanism. However, it is unknown what caused the zoom mechanism abnormality. User may detect the suggested event by handling the device in accordance with the following instructions for use (IFU): inspection of the endoscopic image. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported blurry image and a field service engineer (fse) was dispatched to the customer site and found that the zoom mechanism abnormalities caused image fog. The blurry image was observed at the customer site during receipt inspection.

Event description:
Olympus field service reported to olympus on behalf of the customer, the entire image on the evis lucera gastrointestinal videoscope was blurred, which had caused the subject to not be identified during device receipt inspection. The zoom mechanism abnormalities caused the image to fog. There was no patient or procedure involved. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.